Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a signal loss occurred. The date of the event is an approximation. This is 3 of 3 allegations of signal loss. The patient reported 3 instances in which each event has similar details but occurred on different event dates. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is 3 of 3 allegations of signal loss. The patient reported 3 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4). Please disregard h6 health effect clinical code, 2199 no clinical signs, symptoms or conditions as these codes are not applicable for this report.